Manufacturer narrative:
A medtronic representative, following-up at the site, reported the imaging system accuracy checked out ok. We re-positioned the reference frame, performed another spine for s2 screws, accuracy was good. On (B)(6) 2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. On (B)(6) 2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spinal procedure, the surgeon alleged an inaccuracy of approximately 1 centimeter (6-7 millimeters medial and superior). This was a revision surgery where existing hardware was being replaced, performed a spin, old hardware was removed, took another spin and noted the inaccuracy. Performed a second 3d spin and inaccuracy persisted in the same direction. Surgeon was proceeded using a c-arm. The surgeon completed the procedure without the use of the navigation system and without the imaging system. Delay in therapy was 15 minutes. There was no impact on patient outcome.